Manufacturer narrative:
Both units have been received and tested by radiometer. The units needed new batteries but apart from this all tests were passed. The sensor temperature was set to 43 degrees on both units and the site time was set to 10 hrs on one unit (B)(4) and 4 hrs on the other (B)(4). The sensor temperature was changed to 42 degrees c and the site time to 4 hrs before returning the units to the customer. According to the customer the user has received proper training and the operators manual was followed. This injury is evaluated as reportable, but based on the information currently available the injury is only evaluated as minor as it does not meet the criteria of a serious injury, as described in the instructions for this form.

Event description:
According to the complaint two patients received skin blisters after using the tcm4 for a sleep study. Two tcm4 monitors were sent to radiometer for evaluation but the customer did not know which of the two monitors were used for the study. This report concerns patient ref (B)(6). MDR reports for the other affected patient will be submitted with MDR reference 3002807968-2014-00054.